Event description:
It was reported that the facility was experiencing difficulties confirming PICC tip placement using sherlock 3cg technology and they are not able to confirm the placement when inserting dl piccs. The yellow line was flat from the beginning and the rn did some troubleshooting by flashing the line, manipulating the cables, and increased the amplitude of ECG reading. ECG trace was supposedly very erratic and the rn allegedly could not get an adequate picture or print out. The procedure was completed by using x-ray to confirm placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate tracking was unconfirmed. The tracking and ECG functionalities worked as expected during evaluation. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A lot history review (lhr) of aszbl122 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aszbl122 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility was experiencing difficulties confirming PICC tip placement using sherlock 3cg technology and they are not able to confirm the placement when inserting dl piccs. The yellow line was flat from the beginning and the rn did some troubleshooting by flashing the line, manipulating the cables, and increased the amplitude of ECG reading. ECG trace was supposedly very erratic and the rn allegedly could not get an adequate picture or print out. The procedure was completed by using x-ray to confirm placement.